Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead.

Manufacturer narrative:
Additional information was received that the reason the patient was explanted was due to having spinal meningitis. The patient was hospitalized for two months. No further information will be provided. No complaints about the functionality of the devices were reported. The ipg passed all tests performed. The ipg exhibits normal device characteristics. Leads sc-2138-70 (sn# (B)(4)) were cut approximately 18 inches from the distal end. The damage to the leads is consistent with damages done during the explant procedure and are not considered a failure. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.